Event description:
Patient stated they obtained a high result in 2002 at 6:00 pm (result unknown). Based on that reading the pt took 25 units of human insulin where they normally would have taken between 20-22 units. At 3:00 am the next morning the pt was heard by a relative, screaming in bed, and they were able to calm the pt down without giving them any food or drink. Later that morning the pt woke up and could see the window and curtains but they seemed very distant with no other symptoms. Pt tested their blood glucose that evening at 6:30 pm and obtained a reading of approximately 290 mg/dl. Pt took 24 units of human insulin and went to bed as normal. Between 5:30 and 6:30 am the next morning the pt tried to get up but felt uncoordinated. Pt was given a jam sandwich and although the pt could bite it they could not swallow. Pt was then given a glass of milk and coffee with one sugar and felt better. Patient called 4 days later and it was discovered that their meter was set to mg/dl instead of mmol/l.